Event description:
The facility reported a colleague infusion pump with the reported condition of a power supply problem. It was reported that the power led stayed on off even when power cable is connected. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a p1.7 colleague pump with a user interface module software version of 7.12.00.

Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during functional test. The assignable cause was determined to be faulty main power supply fuses and main power supply. The main power supply fuses and main power supply were replaced to correct reported problem. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.